Event description:
8/18/1998 the surgeon confirmed that four pt's developed urinary tract infections following cystoscopy procedures. The four pts were hospitalized and it is presumed that treatment was required to treat the infections. Additionally, the surgeon reported that all pt's who have recently undergone or will be having cystoscopy procedures are or will be routinely treated with antibiotics as a precaution.